Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of excessive no delivery alarms. The customer's blood glucose value was 6 mmol/l. The customer stated that the alarms have been intermittent since the start of december. The customer stated that they had to change the infusion set 5 times today to get insulin to deliver. The customer stated that the latest no delivery occurred during bolus. The product was returned for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.